Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges pump was under delivery. The customer had reported a high blood glucose value of 390 mgl/dl. Troubleshooting was performed. The auto mode feature was active at the time of event. No additional consequences requiring medical intervention were reported. The insulin pump will not be returned for the product analysis.